Manufacturer narrative:
The pt remains on lvad support with the pump. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 13 months post-implant, it was reported that the pt went to the hospital after experiencing red heart alarms on his system controller when connected to the pt cable. Approximately 4 days later, a service technician evaluated the percutaneous lead and based on this evaluation, damage to the internal portion of the percutaneous lead was suspected. Reductions in speed were also seen and a x-ray of the percutaneous lead was taken. The pt was placed on a non-grounded cable.